Event description:
The report received from the field indicated that there is a filter fracture. The pt has a history of deep vein thrombosis (dvt). The filter was successfully implanted in 2003 without any known complications. No other info is available regarding the index procedure. Three days after filter implant, pt underwent bariatric surgery. The pt had an on onset of lower back pain 27 months port filter implant and x-rays of pt's lumbar spine were performed where strut fracture was found in the filter. A CT scan was performed,however,the results are not available to date. There was no report of mechanical trauma, central line placement, CPR or heimlich maneuver performed since filter implant. It was also indicated that pt was currently doing well. This product will not be returned for evaluation and testing.